Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set leaked at the lower port. This was observed prior to hanging the supplies for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: clearlink paclitaxel sets (previously submitted as clearlink duo-vent solution administration sets) correction made to d4: catalogue #: 2r8858 (previously submitted as 2h8480) correction made to d4: lot #: ni (previously submitted as r23d25079) correction made to g4 PMA/510k # or bla #: k160007 (previously submitted as k153158) additional information was added to b5, h6, and h10: b5: the device is a clearlink paclitaxel set. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.